Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states while assembling the final implant, the femoral adapter and bolt would not fully seat. Both the surgeon and the tech tried to assemble the components. It would stop advancing just short of seating so the stem was not rigid. We opened another adapter and bolt and they assembled correctly. Doe: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.